Event description:
It was reported the effusion occurred after ablation, and a (B)(6)guidewire was used. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).